Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, two ventilator service required codes were found related to a permanent failure and low state of health of the internal li-ion battery. The manufacturer's service technician observed the ventilator service required codes in the device's event log. The technician recommended replacing the device's internal battery to address the error codes. Additionally, a ventilator service required reminder error code was found in the device's error log. It is noted that the device powered on and operated as it should. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.